Manufacturer narrative:
Evaluated 1 open or used reservoir. Performed visual inspection and found snap-cap detached from reservoir¿s barrel and found snap-cap and septum attached to transfer guard. Unable to pre-fill.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received insulin flow block alarm. The customer's blood glucose level was 249 mg/dl at the time of incident. Customer stated that the insulin pump did not alarm insulin flow blocked with load reservoir/fill tubing. Customer stated that the insulin did not exit the tubing and issue was resolved by changing reservoir. The reservoir will be returned for analysis.